Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vascular procedure, the vascular access sheath detached within the patient. The physician had successfully acquired retrograde arterial access and during a catheter exchange, the physician noted that the sheath had detached from its hub. The detached sheath continued to migrate further into the patient's artery while still on the guide wire. The physician was able to then advance a small vascular balloon over the wire, to successfully retrieve the foreign body from the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.